Event description:
It was reported that the patient went through withdrawal a few years ago. It was noted that it was when the patient was getting their second pump put in 2008. It was reported that the pump was put in and ¿didn¿t work¿. It was noted that they had to come back in to do surgery again and put in a new pump. It was reported that the pump was used to infuse dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l71601, implanted: (B)(6) 1999, explanted: (B)(6) 2010, product type: catheter. (B)(4).